Event description:
Related manufacturer reference number: 2017865-2022-07645, 2017865-2022-07648 . It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was deactivated and replaced on (B)(6) 2022. Additional, it was noted that the right atrial(ra) and right ventricular(rv) lead exhibited noise leading to over-sensing. The ra and rv leads were deactivated and replaced on (B)(6) 2022. The patient condition was stable post-procedure.